Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an alarm for air in line. When a new cassette was loaded, the ¿air detected in line¿ alarm would sound. The patient changed the cassette, and it was full of bubbles; the bubbles were not noticed until the patient clamped and stopped to change the cassette. The patient did not miss any doses; the patient used a spare. It is unknown if there were any adverse patient effects.